Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that they were not considering extracting or losing the tooth at any point and he is not sure if the reason is linked to the use of the aligners as he said that they tried really hard to move that tooth but it never moved. Align's clinical review of available records indicates showed that tooth #8 had a larger pulp chamber compared to tooth #9. However, at that time, there were no signs of concern. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient will require extraction (tooth 8) after developing root resorption. No medical intervention or medications were prescribed.